Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (64 mg/dl). Reportedly, the customer programmed a temporary rate of 150% for longer than intended. Customer ate glucose tablets to address low bg levels.